Event description:
The lead was a very old (early 90's implant) abdominal lead. Not sure if the lead was infected, occlusive or was just being removed for a change out of equipment. A 16fr sls catheter was used and the case started out with no problems. All prep work and lld placement went on without a hitch. They began to lase and started to come upon the curve going into the svc. The patient's pressure dropped and a surgeon was called in to assess the situation. They performed an echo and decided that after the patient stabilized and review of the echo, that there was nothing going on to proceed with surgically intervening on the patient. Dr. Decided to proceed with attempting to remove the lead and eventually ran into coils of the lead and couldn't get the laser sheath to advance over them. The lead was very old and large, so much that the 16fr sheath would not fit over the coils. At that time, the outer sheath was advanced over the coils and an attempt at manual extraction was tried. Shortly after that, the patient went asystole, but was stabilized again. Another effort was made to remove lead with the outer sheath and that is when the patient's pressure dropped again very quickly. CPR was administered, but the patient crashed and was never brought back.